Event description:
It was reported that "was a cancer pt. The bone break was in the middle of a tumor, implanted in 2007 approx. Sub trochateric fracture. Fracture never healed so became a non-union. Pt went in to physician last week with hip pain and the radiologist did not see anything, but orthopaedist noticed a slight bend in the nail, so he surmised that the nail was broken. Removed 2008. Was broken at point of lag screw. Put in a gamma ii to replace (stailess steel)."

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.